Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error occurred when the registered nurse (rn) attempted to log in. A technical support specialist (tss) received the case while in queue and initiated remote diagnostics by accessing the station. Upon reviewing the station's medapp logs, an error was identified indicating the station was in disconnected mode, with a warning that patient information might not be current. Past case data suggested a potential corruption in the station database. A review confirmed that the station's transactions matched those on the server, with no pending transactions identified. The customer was informed of the suspected database corruption and the need for a full synchronization with a new database. Upon receiving customer approval, the fse followed the prescribed knowledge article to drop the existing database and perform a full sync. The sync completed successfully, and post-sync verification confirmed that all systems were functioning as expected. The customer was advised to monitor the station and report any recurring issues, referencing the current case number for continuity. Multiple follow-up emails were sent, and the case was closed upon receiving confirmation from the customer via email the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, data error occurred when nurse logged in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.